Event description:
It was reported that pump issued repeated cartridge alarms, and customer experienced very high blood glucose with the meter reading shown as ¿High.¿ Customer delivered correction bolus using pump and, continued using current pump as backup, and Technical Support arranged shipment of replacement pump.